Event description:
It was reported that following a weight regain of the patient, a radiography of the patient was made. It was detected that the lock cuff of the injection port was mismatched and had migrated along the tube in intra-abdomen but this event was not related to the patient weight regain. This event did not cause and effect with weight regain, because surgeon has linked this weight regain some other factor (consumption of energy drink protein) and carried out a removal of the band.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.